Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a posterior tear during an intraocular lens (iol) implant procedure. The lens was inserted and removed. Additional information has been requested.